Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated patient underwent surgical intervention wherein the entire system was explanted and replaced with competitor device.

Manufacturer narrative:
B3-date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI:(b)94). Batch:3715798.

Event description:
It was reported patient was experiencing high impedances on most of the contacts on one of the leads and was unable to be placed in MRI mode. As such surgical intervention is pending to address the issue at a later date.